Event description:
It was reported that screws broke in the patient and a revision surgery had to be performed.

Manufacturer narrative:
Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect. Lack of fusion for more than 24 months caused undue stress on the implants and may have contributed to this event. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.